Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that wall adapter would no longer work to charge the pump. Customer's blood glucose level was 113-114 mg/dl. Customer plugged charging cable into a different wall adapter and could successfully charge the pump.